Manufacturer narrative:
UDI: (B)(4). Pt date of birth: (B)(6) 1952. Pt sex: male. Implant date: (B)(6) 2015. Initial reporter: (B)(6), physician the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection with the unaided eye showed lens is cut in half. The lens condition is consistent with a lens that was explanted from the patient's eye. Considering the condition of the returned lens, additional analysis is not possible. A manufacturing record review was performed. The device history records (DHR) show there were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The lens was within specification in terms of optical and cylinder power and resulting contrast. No other complaints for this order number were received to date. No non-conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explantation of the intraocular lens (iol) was due to unexpected myopic outcome. The surgeon replaced it with the same model lens with a smaller diopter of 21.0. Reportedly, the patient is not happy. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.